Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, reset error test, rewind, basic occlusion test, prime test and excessive no delivery alarm test. No vibrator anomaly was noted. The insulin pump was programmed with a 1 unit per hour basal rate and a 1 unit bolus delivery. All were delivered completely and recorded properly. No daily total anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a vibrator anomaly from the insulin pump. The customer stated that the pump has not been delivering insulin as it should. The customer declined troubleshooting. The customer will be sent a replacement pump.